Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction to h6: component code: 4755, part/component/sub-assembly term not applicable. Does not apply to this event. Since, the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria.the device was returned to olympus for inspection. And the customer's reportable malfunction was not reproduced.based on the results of the investigation and the information provided, a definitive root cause could not be determined, since the image issue was unable to be reproduced, during device evaluation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center has an image with stripes. The issue occurred during preparation for use for a unspecified diagnostic procedure. The procedure was completed using a similar device. There were no reports of patient harm.